Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, failed flow test was reproduced. The device was tested for flow accuracy and over delivered with (B)(4). A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure travel plate out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.